Event description:
The core impaction drill was sent for evaluation due to overheating during an extraction of impacted wisdom teeth procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedure delay.